Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched, tested the iabp, and could not duplicate the reported malfunction. The fse performed full functional verification and the iabp passed all tests. The fse returned the iabp back to the customer, cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) would not run on battery power or ac power. This event occurred prior to the iabp being used on a patient. No adverse event has been reported.